Event description:
It was reported that during an achilles tendon procedure using the speedscrew 5.5 implant with inserter handle, the anchor driver stripped out of the anchor, as the surgeon determined the born to be hard. The anchor was irretrievable, therefore abandoned in the bone. A new bone hole was drilled and the procedure was completed using a new anchor. There were no significant delays or pt complications reported as a result of this event.